Manufacturer narrative:
(B)(4) date sent: 08/06/2021 analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was returned sterile with no apparent damage. The sterile package was examined for visual inspection and was found that the ntlc75 device was received inside the sterile package. However, tyvek artwork of the returned device belongs to a ntlc55. In addition, the packaging box was returned along with the sterile package and it belongs to a ntlc55. This defect has been correlated to the manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the ntlc55 was in the ntlc75 packaging. Procedure: uterine carcinoma with rectal wall involvement.